Event description:
The surgeon was using the ligasure advance during the procedure and then noted that the device was no longer cutting. A second device was opened and was used without incident. It is unknown if the second device was the same or different lot number.